Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The biomed stated that the nursing staff found blood on the floor and that the bloodlines from the treatment were torn. The biomed stated that the cap came off the blood pump rotor tubing guide pins which damaged the bloodlines. The biomed stated that the patient did not experience an injury or adverse effect as a result of the reported issue. The patient completed treatment on another machine. Additional information was requested from the facility administrator (fa) and nursing staff, however additional details were not known at the time of followup. The patient¿s estimated blood loss (ebl) is not known. The blood pump rotor of the 2008t machine was replaced and the machine was returned to service with no reoccurrence of the reported issue. The blood pump rotor was returned to the manufacturer for evaluation.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The biomed stated that the nursing staff found blood on the floor and that the bloodlines from the treatment were torn. The biomed stated that the cap came off the blood pump rotor tubing guide pins which damaged the bloodlines. The biomed stated that the patient did not experience an injury or adverse effect as a result of the reported issue. The patient completed treatment on another machine. Additional information was requested from the facility administrator (fa) and nursing staff, however additional details were not known at the time of followup. The patient¿s estimated blood loss (ebl) is not known. The blood pump rotor of the 2008t machine was replaced and the machine was returned to service with no reoccurrence of the reported issue. The blood pump rotor was returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3, h6 (device component code, type of investigation, investigation findings, investigation conclusions) plant investigation: the blood pump rotor was returned to the manufacturer for a physical evaluation. The rotor was returned missing a guide sheave (polymer sleeve) on one of the rear pins. The rotor has debris, wear marks, and tool markings on the cylindrical surface of the affected pin. The rotor was tested (in as-is condition) on the blood pump module of a test machine with a set of fresenius combiset bloodlines. The returned rotor did not puncture the bloodline and no leaks occurred during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported issue.